Event description:
Patient with history of low platelet count underwent percutaneous decompression which was indicated for treatment of symptomatic central canal stenosis. Midazolam and fentanyl were used to induce light sedation with patient conversant throughout procedure. No abnormal bleeding was noted during or after treatment. Subsequent to transient numbness in one foot and then persistent numbness in his other foot within the first hour post-treatment, he was admitted to the hospital. Urinary retention and low back pain developed the evening of admission on (B)(6) 2012. The next day CT scan and MRI revealed a lumbar epidural hematoma (l1-l5). Hematoma evacuation was performed (B)(6) 2012. On (B)(6) 2012 the patient was mobile and had resumed a normal diet. He was transferred to a short term rehab facility, but was home doing well and ambulating unaided with no reported sequelae by (B)(6) 2012.